Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (4 surgery in less than 7 month). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media device dislocation incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil migrated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (4 suregry in less than 7 month). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.